Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the bend of the 1st stent was in the proximal section of the device that had poor wall apposition.

Event description:
Medtronic received a report that after deployment of a pipeline flex with shield technology stent (ped2-350-16), it was determined that the proximal side was insufficient as it appeared to be floating in the dissociated area. A second pipeline flex with shield technology stent (ped2-400-16) was prepared for deployment, however, when the sleeve was removed, fraying occurred at the proximal edge of the stent, and deployment of the body portion could not be performed. The shaft center and distal stent region failed to open, resulting in retrieval of the device. The center of this second pipeline was located in a bend, more than 50% had been deployed when it failed to open, and the pipeline had been resheathed 3 or more times. There were no additional steps or other devices required to open this pipeline. There was no catheter abnormality or resistance experienced during delivery or deployment. Subsequently outside the body, even when approximately half of the stent was advanced from the phenom 27 microcatheter, deployment did not occur. When imaging was evaluated again after the second stent was not deployed successfully and was retrieved, the proximal end of the first stent implanted expanded (pushing the stent with the dac), and because it was closely attached to the vessel wall, the procedure was considered completed. However, when the image was evaluated again on the same day (after the first procedure was completed and the patient left), a separation from the vessel wall was observed, so it was decided to place an additional pipeline stent resulting in the patient being implanted with 2 stents. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of a ruptured, saccular, right internal carotid artery (ica) bouthillier, et al. Classification clinoid (c5) aneurysm with a max diameter of 5 mm and a 4 mm neck diameter. The landing zone arterial diameter was 3.2 mm distally and 3.4 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as 140. The angiographic result post procedure showed aneurysm contrast agent retention. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). Ancillary devices included a phenom 27 microcatheter. Additional information received clarified that dac refers to the distal access catheter and "shaft center" refers to the middle of the stent. It was corrected that fraying occurred at the distal edge of the second stent, not the proximal edge, when the stent was retrieved and deployed outside the body. The cause of the 2nd stent failure to open was not determined. The cause of the 2nd stent damage/fray was presumed to be due to repeatedly inserting and removing the stent within the catheter due to overall deployment failure. It was clarified that after the first stent was implanted, the second stent failed to deploy and was retrieved. The patient recovered and exited the operating room. Subsequently, upon reevaluating the imaging, it was found that the proximal end of the first implanted stent was not fully apposed to the vessel wall so the patient was brought back to the operating room on the same day to undergo a second interventional procedure for the placement of an additional stent. It is believed that the incomplete wall apposition was overlooked during the review of the imaging rather than the stent collapsing after placement. The cause of the 1st implanted stent incomplete proximal wall apposition was believed to be due to not performing percutaneous transluminal angioplasty (pta) in the relevant area. Additional information received clarified that the 1st implanted stent with incomplete proximal wall apposition was positioned in a bend and the need for pta was due to patient anatomy.

Manufacturer narrative:
Continuation of d10: pipeline flex with shield technology stent model no.: ped2-400-16, lot no.: d057796. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.